Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the blood control feature did not work. A customer reached out to let us know that items 382537 and 382523 are having issues with blood control. Although both items are labeled as blood control, it was reported that blood was getting everywhere during use. The lot numbers and expiration dates for the items in question are below. Please advise on how to proceed. No negative outcome, however product did not perform as advertised as the blood poured out after needle was taken out and was not blood controlled additional information 4/20/2026: 04-08-2026 and again on 04-11-2026 no negative outcome, however product did not perform as advertised as the blood poured out after needle was taken out and was not blood controlled.